Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00988. Device discarded by hospital.

Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter (px slim) and ruby coils. After successfully deploying and detaching ruby coils in the aneurysm, the physician met resistance while advancing a new ruby coil through the px slim. While attempting to withdraw the ruby coil from the px slim, the ruby coil unintentionally detached. Both ruby coil and px slim were removed from the patient. The procedure successfully continued using a new px slim. There was no report of an adverse effect on the patient.